Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload present. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an ultra low anterior resection procedure, the contour was used to staple low in the rectum. It appeared to transect but no staples formed in the tissue on either side of transection. Either side of distal stump grabbed with babcock forceps, stay sutures thrown and roticulator 55 used to staple across opening. Surgery was prolonged 45 minutes. There were no adverse consequences for the patient. (B)(4)